Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation, although it is anticipated to be. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has also reported in the importer mw 2951238 - 2022 ¿ 00449.

Event description:
The customer reports during a laparoscopic total abdominal hysterectomy using thunderbeat, a total of three thunderbeat broke inside the patient with device fragments requiring retrieval. Evens as follows: case with patient identifier (B)(6) reports the first thunderbeat. Case with patient identifier (B)(6) reports the second thunderbeat. Case with patient identifier (B)(6) reports the third thunderbeat. The physician was using the thunderbeat to dissect to uterus. The first thunderbeat that was opened at the beginning of the procedure started malfunctioning (the tip came off). The instrument was taken off the sterile field and another thunderbeat was opened. The instrument tip was removed from the patient¿s abdominal cavity. The malfunctioning of the thunderbeat occurred three times. During the procedure. For all three thunderbeat, the tip fell off and had to be retrieved from the patient¿s abdominal cavity. There were no known adverse effects to the patient as a result of this occurrence. The patient's current condition is reported as discharged home post-procedure. There was no malfunction of the generator used in the procedure. The model and serial number of the generator used in the procedure were not provided when requested. The generator settings used during the case are unknown. When asked if the thunderbeat could be returned to olympus for evaluation the customer responded: I believe they were already picked up. They were sequestered.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. However, it is possible to infer the cause from the results of past similar investigations. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added load. Or 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added load. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.